Event description:
It was reported that the remote monitoring transmission showed the implantable cardiac monitor (icm) had recorded multiple episodes of atrial tachycardia which all appeared to be normal sinus. The icm remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).